Event description:
It was reported by the prestataire that the omnipod personal diabetes manager (pdm) became inflated.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation.